Manufacturer narrative:
Details are listed in the article, titled ¿examining interactions between cardiac implantable electronic devices and hypoglossal nerve stimulators: a single-center experience with the inspire system. Heart rhythm, vol 22, no4s, april supplement 2025. Doi: 10.1016/j.hrthm.2025.03.1682 " details such as patient and device information was not provided as this research article was performed retrospectively.

Event description:
It was reported via literature study that the patient's pacemaker exhibited noise oversensing which caused inappropriate automatic mode switch. Additional information was not provided.